Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of an unspecified abdominal infection and hyperphosphatemia, which warranted antibiotic therapy. The etiology of the patient¿s hyperphosphatemia and abdominal infection are unknown; therefore, causality could not be established. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from playing a possible role in the development of the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the temporal relationship, unknown causality, no discharge summary, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported awakening to blood on the pd catheter (not a fresenius product), and abdominal pain. During follow-up, the patient reported going to the emergency room on (B)(6) 2025 and was diagnosed with an unspecified abdominal infection. Additionally, the patient reported being diagnosed with hyperphosphatemia; however, the cause for either event was not provided. The patient was discharged on (B)(6) 2025 and is currently completing ccpd treatments at the outpatient home dialysis clinic and receiving an antibiotic (drug, dose, duration, route not provided) following each treatment. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, type of infection, medications administered) were unsuccessful.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported awakening to blood on the pd catheter (not a fresenius product), and abdominal pain. During follow-up, the patient reported going to the emergency room on (B)(6) 2025 and was diagnosed with an unspecified abdominal infection. Additionally, the patient reported being diagnosed with hyperphosphatemia; however, the cause for either event was not provided. The patient was discharged on (B)(6) 2025 and is currently completing ccpd treatments at the outpatient home dialysis clinic and receiving an antibiotic (drug, dose, duration, route not provided) following each treatment. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, causality, type of infection, medications administered) were unsuccessful.

Manufacturer narrative:
Additional information: d.9.,h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage: rear of cycler was damage/pushed in. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. The cycler was found to have insect infestation. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.